Event description:
Upon further query, the customer contact reported a separation. The tubing set was being used to deliver an unspecified medication. The customer contact reported that after the pt was repositioned onto the pt's back following the procedure, the tubing had separated at an unspecified location of the tubing set. It was reported that unspecified volume of solution leaked and an unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.